Manufacturer narrative:
Correction - eval code-conclusion also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was non-malignant pain. It was reported that the patient presented with fluid around the pump site and around the incision where the catheter is placed on the backside. The rep stated that they did a catheter revision on friday ((B)(6) 2018) and during the procedure the hcp saw something that looked "suspicious" on the catheter in the backside so he cut that out and put in a new pin connector and collet. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(4) 2018. It was reported that the physician originally reported the information to the rep on (B)(6) 2018. It was unknown when the fluid build-up was first noticed, it was unknown what the cause of the fluid build-up was. The issue was resolved as the catheter was revised. It was unknown what the ¿suspicious¿ catheter issue was. It was unknown what the cause of the catheter issue was. The catheter issue was resolved as the catheter was revised. The patient¿s weight at the time of the event was unknown. The serial number of the affected catheter was unknown. The provided information was confirmed with the healthcare professional (hcp). There were no further complications reported/anticipated.